Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted. The patient complained of double vision. Their vision was blurry for both near and far. The iol was replaced with a bausch and lomb iol serial #: (B)(6). There were no other complications such as capsule tear, incision enlargement, vitrectomy, sutures, or any prescribed medications to prevent permanent impairment. The patient is doing better. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: jul 23, 2024, section h3: evaluated by manufacturer: yes, device evaluation: the intraocular lens (iol) was inspected under magnification. The complaint device was received cut in half. The lens was cut and presented with no issues that would have caused or contributed to the complaint event. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.